Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer requested a bolus for 53 grams of carbohydrates and delivered an unintended bolus of 2.94 units instead of entering the value of 53 (mg/dl) as a bg entry. The customer consumed juice and carbohydrates to treat the low bg value. During a follow-up call with tandem technical support, the customer reported bg level increased to 100 mg/dl, and the customer declined additional assistance.